Event description:
New information notes that prior to being capped the lead exhibited noise and the patient received inappropriate high voltage therapy. Fluoroscopy of the capped lead revealed externalized conductors.